Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: 305201 lot#: unknown it was reported by the customer reported little bits of glass get into the medication before it is drawn up. Filter not working properly. Verbatim: little bits of glass get into the medication before it is drawn up. Filter not working properly.